Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, insulin pump was unable to prime unit during prime test due to faulty force sensor. The motor was tested outside the device and passed. Insulin pump was received with minor scratches on lcd window.

Event description:
It was reported that the customer received a motor error alarm from his/her insulin pump. The customer's blood glucose levels are unk. The product has been returned. Nothing further was reported.